Event description:
Reporter indicated a patient's vns generator was replaced due to normal end of service. A battery estimate performed yielded -0.69 years remaining. The explanted generator was returned for analysis and it was verified that the battery was depleted. After the can was opened, supply current pulsing and supply current 1ma were over the limit on the post burn-in electrical test. Bench analysis of the caged module confirmed the out-of-limit (high) supply currents. Analysis found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the supply currents within their limits. Using the lower r35 resistor value, the device met the specification requirements of the post burn-in electrical test. The out-of-limit supply currents could potentially be a contributing factor to the end-of-service condition; however, results of the battery life calculation confirm that the end-of-service condition was an expected event.